Event description:
Device was returned for repair only. Contact with hosp determined that device had broken during use in surgery. Surgeon chose not to remove the missing piece. Pt is reported to be doing fine and requires no additional surgery at this time.